Event description:
Pump reported an altitude alarm, which was linked to residue buildup in the speaker holes. Pump did not cause customer¿s blood glucose level to exceed 500 mg/dl. Insulin delivery was initially suspended, and customer faced recurrence of the alarm despite cleaning procedures. Technical support guided customer through steps of loading new cartridges and waiting periods, ultimately leading to resumed normal operation after two hours. Customer was advised that pump exposure to moisture was likely the cause and received preventive tips, which were acknowledged.